Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the consumer alleged the chair drove through the screen door. Consumer alleged chair drove into the screen door without being given the forward command.